Event description:
The pt wa reversed on the table and the pt's weight was not evenly distributed. This lead to the table tipping and required the hospital staff to catch the pt to prevent injury to the pt. Hospital staff recognized improper use was the contributing factor to the incident.